Event description:
It was reported that after a lead and stimulator were placed, the patient had no motor movement in his legs. The devices were tested inter operatively and there was no reading on the motor sensors. The surgeon went back and removed the lead. It was unknown if the stimulator was removed. The patient condition was unknown. Additional information was requested; if received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 39565 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4).

Event description:
It was further reported that no diagnostic testing was done after the case. Impedances were done intraoperatively, and all were within limits. The company representative had a call in to the physicians nurse to check on the patients status.

Event description:
It was further reported that the representative was unaware of any change in the patients status. Additional attempts for further in formation were ongoing. If information is received a follow up will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).